Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge with a filled syringe. The air occupying the space in the cartridge could be misread as units of insulin in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin and was loading the cartridge with an empty syringe, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide. The customer changed supplies and resumed insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.